Event description:
The pt originally called in because he was receiving an 04 (occlusion) error on his infusion device. The pt was able to clear the error and the infusion device performed as intended. The pt then called back in 2006 to report that he is not receiving any 04 error messages, but now he can not get his blood glucose level under control. He reported that his blood glucose level went above 400 mg/dl the morning of the incident. He also tested his urine for ketones which was positive. The pt would like his blood glucose level to be below 200 mg/dl. The pt reported high blood glucose symptoms of thirst, frequent urination and sluggishness. The pt stated that his blood glucose level would not go down when he bolused through his infusion device, but would start to decrease with an insulin injection. The pt stated that he knows there is a delivery issue with the infusion device and has lost confidence in the device. No medical treatment was necessary. The product has been requested for return to be evaluated.